Event description:
Boston scientific received information that this patient presented to the hospital due to bradycardia. It was determined that while doing yard work this patient experienced loss of capture due to a right ventricular lead dislodgement. The lead outputs were increased in order to restore capture with a lead revision to be scheduled in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The lead was modified electrically and remains in service. No further information is available. This report will be updated if more information becomes available.